Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to a syncopal episode in which the patient feel and hit their head. Interrogation revealed the lead had high out of range pacing impedance measurements and was no longer pacing. It was confirmed via fluoroscopy and x-ray that the lead had fractured. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating the patient underwent a therapy upgrade procedure. During the procedure, this previously abandoned lead was explanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to a syncopal episode in which the patient feel and hit their head. Interrogation revealed the lead had high out of range pacing impedance measurements and was no longer pacing. It was confirmed via fluoroscopy and x-ray that the lead had fractured. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to a syncopal episode in which the patient feel and hit their head. Interrogation revealed the lead had high out of range pacing impedance measurements and was no longer pacing. It was confirmed via fluoroscopy and x-ray that the lead had fractured. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the reported high impedance measurements and lack of pacing were likely caused by the confirmed fracture.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to a syncopal episode in which the patient feel and hit their head. Interrogation revealed the lead had high out of range pacing impedance measurements and was no longer pacing. It was confirmed via fluoroscopy and x-ray that the lead had fractured. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received indicating the patient underwent a therapy upgrade procedure. During that time, this lead was fully explanted. The product has been received for analysis. This report will be updated upon completion of analysis.